Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the system was in disconnected mode. A technical support specialist (tss) determined that the tagged device had been deleted in remote support system and found only one active device with different serial number. The tss dialed into the device, determined that it was not on disconnected mode, found an error, indicating that the device was unable to ping the server, but the issue got resolved a minute later. The tss informed the customer that the device had no communication issues, the disconnected notice was not active, the device was properly communicating with the application server, and it seemed that the reboot had resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the system was in disconnected mode. Customer tried to reboot and recover, but the issue persisted. Data synchronization failures or errors recur during the dispense workflow, they may lead to clinically significant delays in medication administration, potentially resulting in adverse events, particularly for critically ill patients. There were no delay or adverse events or injuries reported based on this event.